Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and undersensing of p waves on the right atrial (ra) lead. It was noted the ra lead had failed. The lead was capped and replaced. No patient complications have been reported as a result of this event.